Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's act button was sticky. Infusion set was taking more insulin sometime when filling it. Insulin pump rejected new battery and battery life was diminished. Insulin pump settings were erased after changing battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.